Manufacturer narrative:
The device was received not deployed. A 0x5c alarm was generated in the pod data, indicating open count too low at end of prime. Timeouts and drive stalls were observed in the pod data. The pod was reset and reran using the pdm. The reran data did not show any drive stalls or timeouts. Inspection of the drive mechanism found no damages or defects that would contribute to the needle not deploying. The cause of the needle not deploying cannot be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy as intended at pod activation.